Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort due to the ipg being migrated (date of event unknown). Reportedly, the patient lost significant amount of weight. Consequently, surgical intervention was taken on (B)(6) 2016 to revise the ipg pocket site.